Manufacturer narrative:
The needle's lot number remains unknown and was not returned for investigation. Skin burn is a known adverse event and documented in the product labeling. The patient was treated for frost bite with no further injury reported. Frost on the needle tubing is not a device malfunction. The IFU instructs the user that it is important that a patient's skin is protected from direct contact with needle tubing to avoid the potential for thermal injury to the patient. When preparing to conduct a cryoablation procedure, position the cryoablation system in a manner to avoid draping the tubing across the patient. Ensure an appropriate insulating barrier is placed as needed (such as towels) or other method is employed to prevent needle tubing from touching a patient's skin. A customer letter will be sent.

Event description:
It was reported that during a renal cryoablation case, the needles and system tested with no issues. After a 10 minute freeze cycle, the anesthesiologist noticed that the cable of one of the iceforce needles was causing injury to the patient's skin. The issue was brought to the attention of the technician and the doctor performing the procedure. No protection was used to protect the patient's skin from the cable. This physician is not new to cryoablation procedures, but does not protect the patient's skin while performing procedures. The patient is to be treated for frost bite. The case was completed as expected with good ice coverage.